Event description:
12-5-97 pt started leaking around venous cannulation about 1 hr into treatment gelfoam & 3x3 applied around site. Site continued to bleed. Pt treatment discontinued. Pressure & gelfoam applied. Pt sent to ER due to still bleeding.